Event description:
It was reported that the right ventricular lead sustained rib clavicular crush damage and exhibited an impedance anomaly. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).